Event description:
It was reported that there was a leak from the drain bag tubing of an ultraset capd disposable disconnect y-set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however, six (6) photographs of the sample were provided for evaluation. The photographs were reviewed and showed a cut/hole/slice in the silicone tubing near the port of the bag confirming the reported problem of a leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.